Event description:
The customer reported elevations in controls for architect afp generated from an architect i1000sr analyzer and reported that there was also a false elevated patient result. The initial result was 76 ng/ml, and repeat result was 1.2 ng/ml. Further patient information is unknown. Per the customer the discrepant result(s) were not reported out of the laboratory. There was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) inspected the architect i1000sr serial i1sr62359 and replaced the architect wash cup baffle, which resolved the issue. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect i1000sr did not identify any trends. A review of tracking and trending for the architect wash cup baffle did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect i1000sr serial (B)(6)or the architect wash cup baffle were identified.

Event description:
The customer reported elevations in controls for architect afp generated from an architect i1000sr analyzer and reported that there was also a false elevated patient result. The initial result was 76 ng/ml, and repeat result was 1.2 ng/ml. Further patient information is unknown. Per the customer the discrepant result(s) were not reported out of the laboratory. There was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.